Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported event was confirmed, but not replicated. System logs revealed errors and the unit was found severely damaged. A visual inspection noted extreme dent/impact to rear right side of unit (viewed from rear), various cracks and damage to top left corner, lower right corner, and right frontal side of bezel. Fa inspection was able to confirm the errors via the iesu logs but could not replicate on site. The iesu was tested on the system, and all operations were successful via all ports. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after the customer reported that bipolar cautery and the grounding pad were not working. The customer had first replaced the blue bipolar cable, but the issue had persisted. Tse then reviewed system logs and verified multiple integrated electrosurgical unit (iesu) or erbe errors, including bipolar upper port framing and relay errors, a module timeout, and neutral electrode (ground pad) current warnings. Tse had the customer set up an external electrosurgical unit with the force triad so they could proceed with the next case using that configuration. The procedure was completed with no reported injury.